Event description:
A customer reported an error with their continuous glucose monitor (cgm), specifically cgm error 42, related to the g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with instructions for resetting the pump, and after the reset, the error did not reappear. The customer successfully started a new cgm session.